Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s lead was pinched. Impedance testing showed electrode thirteen as out of range. The patient¿s therapy was programmed around electrode thirteen, which was pinched. The patient thought stimulation felt better and provided better coverage following the reprogramming.